Event description:
It was reported that a request was made to troubleshoot a communicator since it was having difficulty interrogating this pacemaker. Technical services (ts) was contacted and after analyzing the data noted this pacemaker had reverted to safety mode. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.